Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged unable to upload/download found on (B)(6) 2023. Pump was received with constant failed battery test alarm after battery insertion. Unable to download carelink or perform the self test and displacement test due to failed battery test alarm. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage electronic assembly on the pcba 1 and pcba 2 and moisture damage on force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, pillowing keypad overlay, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unable to upload/download carelink due to failed battery test alarm. Failed battery test alarm due to moisture damage electronic assembly. Cosmetic damage found on the pump case. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was not able to upload data to the carelink. Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.